Event description:
Tip of seal broke off in patient. Md was able to remove broken tip of instrument. No patient harm. New sealer opened. Manufacturer response for sealer, intuitive surgical (per site reporter). Credit provided - rga.